Event description:
It was reported that the cadd cleo 90 infusion set had insulin pooling resulting in continuous glucose monitoring readings in the 300 mg/dl. The patient mother confirmed she would perform an infusion site change. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
A4. Weight: 50 (units not provided). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.